Event description:
Baxter reports a leak in a minicap transfer set occurred after an unknown period of use. The transfer set was replaced and the pt subsequently developed peritonitis in 2004 with cloudy effluent. A culture and sensitivity test was conducted and results were negative. The pt was treated outpatient with cephacidal 500 mg in each exchange and amikacine 500 mg in the morning intraperitoneal. The pt has fully recovered. The transfer set is not available for evaluation.